Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information received from a consumer patient receiving dilaudid (unknown concentration/dose) via implanted pump. Indication for use was noted as non-malignant pain and cervical/neck. It was reported that there was an infection. The patient had their pump moved from their abdomen to their hip due to reoccurring (B)(6).the patient reported that the pump was "taken out, re-implanted and removed." The pump was relocated to the hip. The infection was at the pump pocket. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)